Event description:
Procedure: t & a. Reportedly, the surgeon was using an uncuffed et tube. He suctioned the back of the throat prior to es activation. He then activated the device at 25-30 watts. The intensity was increased to 40-45 watts when doing the adenoids. The electrode had a flare-up, burning the mucosa in the pt's mouth. Severity of burn is unk.